Manufacturer narrative:
Ees#.976843-c. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: any other noticeable damage, n/a; batch number, n/a; cartridge pan in place/condition, n/a; condition of drivers, n/a; lockout tabs on pan condition, n/a and postion/condition of wedge sleds, n/a. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good, condition of wedge bands, good; is hyper lockout condtion present, no and result of attempted firing, good. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "misfied" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. The returned video appeared to demonstrate an incomplete staple formation on the distal half of the cartridge. Without the cartridge this is impossible to determine. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
It was reported the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the device misfired and did not produce a hemostatic staple line. Some of the staples were unformed and not in the tissue, and the device did cut. This was not on the first firing; it was either the third or fourth firing. The staple line bleeding was controlled with cautery. It is unk how the case was completed, but the rep was sure it was not completed with this device or with a competitor product. There was no consequence to the pt.